Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product was disposed at the hospital.

Event description:
It was reported that dr. Was using the twinfix db ((B)(4)) and drilling by hand. The drill bit was containing a k-wire which was placed independently in the scaphoid. Dr. Had to open the scaphoid to retrieve the broken drill bit tip, pack the bone with allograft and complete the scaphoid repair using twinfix. Procedure delayed approximately 20 minutes.

Manufacturer narrative:
Device was returned. The reported event that cannulated drill was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be usage related. The failure was caused by excessive force applied on the device during drilling. The device inspection revealed the following: the visual inspection revealed a broken tip. The light microscopic investigation shows that during drilling high bending forces occurred. These bending forces led to a strong plastically deformation, formation of secondary cracks and ultimately to the failure of the cannulated drill in forced mode. The breakage surface is consistent with a fatigue breakage due to the application of excessive force on the screwdriver blade. Due to the nature of the returned device (broken), a dimensional inspection was not possible due to the nature of the returned device (broken), its functionality is no longer given a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that dr. Was using the twinfix db (07-40230) and drilling by hand. The drill bit was containing a k-wire which was placed independently in the scaphoid. Dr. Had to open the scaphoid to retrieve the broken drill bit tip, pack the bone with allograft and complete the scaphoid repair using twinfix. Procedure delayed approximately 20 minutes.